Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump errors. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Monitored with the device and it communicated properly with sensor tester and the sensor transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. The correct test blood glucose value was sent from glucose meter and received by device under test. The device communicated properly with blood glucose meter. No unexpected sensor anomalies or blood glucose meter anomalies noted during testing. No screen or display anomalies noted during testing. No unexpected pump error alarms noted during testing, however pump error (B)(4) followed by pump error (B)(4) was present in format history file due to software error. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.